Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation at hospital, a patient's pacemaker was found in backup vvi mode. The device was explanted since the device was already planned to be explanted for normal battery depletion. The patient was stable.